Event description:
The lay user/patient's mother contacted lifescan on december 14, 2008 and alleged that the patient's one touch ultralink meter was reading inaccurately erratic. The medical affairs specialist was unable to reach the reporter after several attempts via phone. A letter was sent to the address provided. The mother reported that the alleged issue first occurred on the event day in 2008 at 4:54 pm. The patient obtained results of 263 mg/dl and 126 mg/dl on the subject meter/strips, performed within 10 minutes of each other (it is not clear as to when these tests were performed). Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20% and/or less than or equal to 20 mg/dl. As a result of the reported issue, the patient took her usual dose of medication (novolin 0.7 units). At approximately five weeks later, the patient was taken to the hospital for seizure, and was treated with food/drink. However, it is unknown what the diagnosis was and there were no symptoms documented for this date. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition, and within the expiration/discard dates. The patient was walked through a control solution test, but was unable/unwilling to answer if it was within range. This complaint is being reported because the subject meter/strips were out of specification with the precision testing performed by the patient. There is no evidence that the patient experienced an injury due to the product/issue. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.